Event description:
It was reported by service report that the bed was difficult to move and would lock up during zooming. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Flat spots on casters.